Manufacturer narrative:
The reported event occurred on a cobas 6800 analyzer (serial number: (B)(6)). The investigation determined that the kit cobas 6800/8800 mpx 480t ce-ivd assay performed within specifications, and no hardware-related issues were identified at the customer site. A review of the customer's workflow identified several pre-analytical and operational practices that could contribute to unexpected reactive results. Recommendations were provided to address these practices, including cleaning the sample supply module and associated components, avoiding prolonged exposure of open samples, relocating the centrifuge to prevent aerosol contamination, closing waste bins, and storing liquid waste away from sample racks. Following the implementation of these recommendations, the customer reported that the unexpected reactive results ceased. An investigation into the reagents was also conducted, and no issues were identified. A trend analysis for the relevant reagent lot did not reveal any anomalies. The device remains in operation at the customer site, and the customer was advised to continue following best practices for sample and reagent handling.

Event description:
The initial reporter alleged unexpected reactive results with the kit cobas 6800/8800 mpx 480t ce-ivd assay on the cobas 6800 instrument. The customer reported four unexpected reactive results since the installation of the system in (B)(6) 2021. One result was for human immunodeficiency virus (hiv) and was not repeated on the cobas 6800 system. However, repeat testing using another technique in the original laboratory yielded a negative result, and serology was also negative. The other three results were for hepatitis c virus (hcv). Each of these samples was retested on the cobas 6800 system the following day using the same tube without additional treatment, and all three were found to be non-reactive upon repeat testing. The blood bags associated with these samples were rejected, and no harm was alleged.